Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer was given d50 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. The customer stated they were having sensor glucose versus blood glucose differences all the time, and insulin delivery would get suspended. The customer stated that their pump was over delivering insulin. Troubleshooting was not completed. The customer had other 7 low events in the past few months. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device communicated properly with the test blood glucose meter. The test value from the meter was properly displayed on the pump screen. No pump/meter communication anomaly noted. Device communicated properly with the mini link transmitter and the glucose sensor simulator. No insulin pump or sensor communication anomaly or calibration anomaly noted. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Drive support disk was inspected and no anomaly was noted. Device had debris under the display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.